Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the tip measuring 52.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the physician explanted the lead despite normal x-ray and function. After explant, externalized conductors were observed.